Event description:
The patient was in the chair coming out of the restroom doorway and the caster bolt came out which then caster fell out and the patient fell out forward out of the chair. The patient's left foot is bruised and swollen.